Manufacturer narrative:
The complainant was unable to provide the upn and lot number. Therefore, the manufacture and expiration dates are unknown. (B)(4). Received one speedband device with the velcro strap and ligator head for analysis. It was noticed that the crimp was present on the trip wire. A visual examination of the ligator head found three bands present in their proper position. It was also noted that the ligator head teeth were bent and the trip wire was bent in several locations. The suture was intact and attached to the trip wire loop. The trip wire was broken, partially rolled in the handle and there was evidence that the trip wire was secured in the handle assembly slot during use. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard and indents were felt. No issue was noted with the handle assembly and the velcro strap. Based on the evaluation of the returned device, these failures are likely due to anatomical or procedural factors encountered during the procedure which limited the performance of the device. Therefore, the most probable root cause is operational context.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report# 3005099803-2017-01420 pertains to the first speedband superview super 7 device and manufacturer report# 3005099803-2017-03062 pertains to the second speedband superview super 7 device. It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during a ligature procedure performed on (B)(6) 2017. The patient's condition at the conclusion of the procedure was reported to be stable. All other event and device details are unknown. Attempts to obtain additional information regarding this event have been unsuccessful to date. Investigation results revealed that the bands failed to deploy, therefore this is now an MDR reportable event.